Event description:
A healthcare worker reported an unspecified issue with an intraocular lens (iol). In a follow up, a nurse clarified that during an iol implant procedure, the lens pushed through the inserter quickly and when injected into the eye, it caused a posterior capsular tear. An anterior vitrectomy was performed and another lens was implanted during that same surgical setting. Additional information was requested.

Manufacturer narrative:
The product was returned stuck in the device tip. The lens was partly deployed with haptic and optic damage observed. The root cause could not be determined for the reported ¿quick delivery, tore the capsule¿. The returned lens was stuck in the tip of the device, partly deployed and damaged. The root cause for the damaged lens may be related to a failure to follow the directions for use (dfu). Only a small amount of viscoelastic (ovd) was observed in the device. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). Not filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd. It is unknown if the approved viscoelastic was used. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. (B)(4).

Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 05/13/2015. (B)(4).